Manufacturer narrative:
Weight, ethnicity ¿ unknown, not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left (os) eye due to dysphotopsia and starbursts at night. Another johnson & johnson za9003 lens (different model and 20.0 diopter) was implanted as a replacement. The patient outcome post surgery is unknown. The suspect lens has been discarded. No other information was provided.

Manufacturer narrative:
Correction: upon further review, it was noted that the reported event and iol serial number has been previously reported under report #: 3012236936-2022-00943. Therefore, this file is no longer considered reportable. Any additional reportable information received will be submitted under report number 3012236936-2022-00943. No further information will be provided under this report number (3012236936-2022-01007) as it has been determined to be a duplicate report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.